Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. There was no device malfunction that caused the dual-lead signal artifact during the event. The root cause for the noise could not be positively identified.

Event description:
A us distributor contacted zoll to report that a patient was found deceased at his home on (B)(6) 2016. The patient was wearing the lifevest when he was found. The lifevest was powered on at 07:23:15 on (B)(6) 2015. The patient's rhythm at the time of the device start-up was sinus tachycardia at 100 bpm. Beginning at 07:28:24, the lifevest was detecting dual-lead noise. Due to the presence of the dual-lead noise, the patient's rhythm is unable to be determined during the event. The cause for the dual-lead noise could not be determined. The lifevest shut down at approximately 19:57:51 due to the battery pack being fully discharged. The exact time of death is unknown. The patient was found deceased sometime the next day.